Manufacturer narrative:
After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the power supply assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed power supply assembly was further evaluated by the failure analysis center.  The cause of the reported issue was determined to be process residue located on a filter, designator fl4.

Event description:
The customer initially reported that their device wasn't completing a power cycle on ac power.  Later, it was observed that when the code management module is connected to the customer's device, the device would not complete a power on cycle.  This could prohibit use of the device on a patient, if needed.  There was no patient use associated with the reported issue.